Manufacturer narrative:
The problem was due to a component failure (broken chiller). We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem: " the laser shut off because of flow sensor ". No adverse effects to patient were reported.